Event description:
Code blue while pt on ventilator. Ventilator screen was blank, we are speculating the vent was not functioning. Ventilator name espirt sn (B)(4). Manufactured by philips. Ventilator was taken out of service and manufacturer notified.